Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The labeling instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as the patient opened the over-pouch of a bag with scissors and nicked the corner. The event was manifested by abdominal pain. The patient was not hospitalized for the event. The patient was treated with ciprofloxacin (dose, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient had recovered. The patient reported they did not use scissors to open the bags again. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.